Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced coring in the fluid path. The following information was provided by the initial reporter: according to the customer's report, coring was observed in the infusion bag. The drug used is keytruda.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced coring in the fluid path. The following information was provided by the initial reporter: according to the customer's report, coring was observed in the infusion bag. The drug used is keytruda.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar 2022. Investigation summary: infusion bag, protector, injector, and connector received for investigation. P15j protector and n35j injector were evaluated. Upon visual inspection, no damage found on the tip of the needle, however a rubber stopper particle from the vial stopper was found. Fourier transform infrared spectroscopy was performed, foreign substance was identified as rubber and talc stopper materials of the membrane (hydrocarbon, carbonate, and talc-based rubber.) The lot number is unknown, so the device history record review (DHR) and quality notification (qn) review could not be performed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is incorrect use of the rubber stopper corresponding to the cannula type of the protector. It is important to ensure that the vial is not expired, as this may affect the quality of the rubber stopper. The protector must be fixed completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate the connection of the protector to the vial.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced coring in the fluid path. The following information was provided by the initial reporter: according to the customer's report, coring was observed in the infusion bag. The drug used is keytruda.